Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she may have received a button error; she mentioned that she read online that she can fix a button error by peeling off the sticker and wiping off the moisture and drying it with a blow dryer. No products were returned or replaced.